Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge as the device will not turn on. Perform functional test: cannot perform due to power issues. Cut open case, inspect hw: pass, no problems. Download and review receiver log after detaching ui-u1 pcba: pass, symptoms of initialization screen without manual reset not found in logs. .the reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.